Event description:
It was reported that during a moderately tortuous, moderately calcified, mid, left anterior descending artery stenting procedure, after pre-dilatation with a trek rx balloon dilatation catheter (bdc), a xience v rx stent delivery system (sds) was advanced without difficulty over a balance middleweight (bmw) guide wire. The xience v stent was successfully deployed and the xience v balloon was fully deflated. Reportedly, there was difficulty with the sds removal and the balloon became stuck on the bmw guide wire. The bmw and the sds were removed as one unit without difficulty. Another new bmw guide wire and new xience v rx sds were advanced to successfully complete the stenting procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information. Concomitant device: balanced middleweight, will be filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). Correction-the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.